Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient presented with leg calf pain and bilateral lower extremity swelling. The patient was found to be in a hypercoagulable state while on oral contraceptives. The patient was further noted to have been on a long trip in the preceding weeks. Diagnostic testing revealed bilateral iliac vein and left gastrocnemius vein deep vein thrombosis (dvt). The filter was implanted in a pre-renal position. The patient tolerated the procedure well and without complications. A drawing in the medical records indicates a filter with its¿ superior aspect below the left renal vein but at the level of the right renal vein.   Additional information received per the patient profile form (ppf) states that the patient experienced inferior vena cava (ivc) perforation. The patient became aware of the reported event fourteen years and eight months after the index procedure. The patient underwent a computed tomography (CT) scan that revealed that the filter terminated at and above the renal veins. The struts appeared to be intact and there was circumferential penetration outside the ivc wall without significant contact with vital structures. The filter struts were further noted to not be fractured or displaced. The scan also revealed atherosclerotic disease, non-obstructive right nephrolithiasis. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the filter perforate the wall of the ivc. Per the medical records, the indication was dvt, while on oral contraceptives. The filter was implanted below the left renal vein, but at the level of the right renal vein. There were no reported complications. Per the patient profile form (ppf), the patient reports ivc perforation. A CT scan revealed the filter terminated at and above the renal veins. The struts appeared to be intact and there was circumferential penetration outside the ivc wall without significant contact with vital structures. The scan also revealed atherosclerotic disease, non-obstructive right nephrolithiasis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter to perforate the wall of the inferior vena cava. The indication for the filter placement was not provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.